Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 24 occurred. Customer was unable to clear the alarm and reverted to a backup insulin pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.